Event description:
It was reported that prior to a surgical procedure at the user facility, the saw was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, the reported running of the device without user activation was duplicated, and the device was also found to cause a bias current to be displayed on the console. The contact pins in the motor cartridge were found to be damaged and corroded, which is a probable cause of the device running without user activation as well as the bias current error.